Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2023 that resulted in disfigurement of the left arm and hand.

Event description:
A representative of the patient contacted allergan aesthetics stating that the patient received a coolsculpting treatment on (B)(6) 2023 that resulted in "nerve damage to the left side of the body, left side of arm and disfigurement of the left arm and hand."

Event description:
A representative of the patient contacted allergan aesthetics stating that the patient received a coolsculpting treatment on (B)(6) 2023 that resulted in "nerve damage to the left side of the body, left side of arm and disfigurement of the left arm and hand."

Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2023 that resulted in disfigurement of the left arm and hand and nerve damage to the left side of the body. Additional information was received that the patient developed left side brachial plexopathy.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2023 that resulted in disfigurement of the left arm and hand and nerve damage to the left side of the body. Additional information was received that the patient developed left side brachial plexopathy.

Manufacturer narrative:
Additional information: b5 and d1.

Event description:
Allergan aesthetics received additional information that the patient was treated with a cooladvantage applicator.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2023 using a cooladvantage applicator that resulted in disfigurement of the left arm and hand, paradoxical hyperplasia (ph) and continued pain of left shoulder/arm, and left side brachial plexopathy (complex regional pain syndrome). The patient received an epidural steroid injection to treat symptoms.

Manufacturer narrative:
Corrected data: b5 and h6.